Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. The customer understood and acknowledged receipt of a pump with updated software to replace the faulty one and was instructed on steps to follow upon receiving the replacement, including using a backup insulin pump and returning the problematic pump to tandem within 10 days.